Event description:
Report received of an under-delivery. The pump was received in the customer's biomedical engineering dept with unspecified physical damage. The pump was repaired and then preventative maintenance testing was performed. During the customer's testing the pump was found to under-deliver on channel c by 1.5ml. The pump was reported to deliver a measured volume of 18.5ml from an expected delivery of 20ml. Performance verification testing (pvt) delivery accuracy specs for this device require delivery of 20ml (+/-5%).